Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the hub separates. The returned syringe was tested and the hub-needle assembly did not separate from the hub when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the hub separated from device prior to use with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: customer reported about hub separates.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hub separated from device prior to use with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported about hub separates.